Event description:
Difficulty was encountered closing the coil of this device during a stone retrieval procedure. The stone was successfully removed from the pt's ureter. However, a nephrectomy was performed due to kidney pathology and the stone cone was removed at that time. The pt is fine. This device has not been received for evaluation. Therefore, a failure analysis is not availabe. Without evaluating the device the co is unable to determine if the device met its specifications. Direction for use state; "if resistance is encountered while attempting to withdraw the coil do not exert excessive force".